Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® titanium large hexed screw, ilrght and one full osseotite® certain® implant 4 x 13mm, ifos413 was not returned for investigation as the screw could not be retrieved and the implant was put to sleep. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Device history record (DHR) review could not be performed for the ilrght as the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review was reviewed for the item number (ilrght) for 12 months back from the date of notification for similar events (complaint category keywords: fracture screw). No existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event were found. Based on the available information, device malfunction could not be verified as the exact details of the reported event was non-verifiable and the product was not returned. H3 other text: product not returned.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the screw placed inside the implant at tooth location 26 fractured. Doctor could not retrieve the screw and the implant was putting to sleep. A new implant was placed next to the site of the old one.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available. PMA/510(k) number k072642.